Event description:
Device was returned for analysis with a report of "battery depletion." Follow up with hcp provided that the pt had an episode of sickness on dec 30 of nausea, chills and weakness on 12/30 and began to take more percocet for pain. Pt had pump refilled on jan 3 earlier than planned but no report of significant volume discrepancy was made at that visit. February 9 pt reported that still required the percocet supplement and had "caught the pump on the belt line" about 10 days before and now had increased back pain. The catheter was checked per x-ray for placement and was found to be in place. The pump was turned off and the pt returned the next day for a rotor test. The rotor test showed the rotor was not turning and therefore the pump was not functioning. The pt was scheduled for replacement in 2000. The event resolved with placement of the new pump.